Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The manufacturer representative (rep) reports that the controller where the patient (pt) connects the recharger (rtm) is broken. The rtm still connects to the controller but has to hold a certain way for the connection. Visual inspection shows the bottom piece is broken on the controller. Per patient, it has been this way for about one year. They have not been able to charge their ins. The patient was sent out a replacement controller. No symptoms were reported. Patient called on (B)(6)2022 and stated the recharger (rtm) does not fit inside the controller that he received because the port seems big. Patient opened up the controller battery compartment and said there is no battery. Patient stated he returned the old controller with the battery pack because he didn't know he had to keep it. Patient said he has been trying to get the devices working since he got it. A replacement rtm and battery pack were sent out.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. The rtm heats up at the box and the donut. There was also insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.